Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem/health impact codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that there was a period when the international normalized ratio (inr) values were a little low (1.6~2.0). A computed tomography (CT) scan was used as outflow vessel stenosis and pump thrombosis were suspected. Cardiac catheterization (ramp test) was performed; the speed is increased to 10,000 rpm but the flow did not rise. The patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the clinic for a regular outpatient appointment on (B)(6) 2025. The system monitor recorded a low-speed operation around 00:19 on (B)(6) 2025, along with an increase in pump power. The patient had no subjective symptoms but was suspected of pump thrombosis. Lactate dehydrogenase (ldh) levels and the patient's symptoms were being confirmed with the facility. The log files contained approximately 94 days of data, and the set speed was 9400 rpm. The average power ranged from 5.8 watts to 14.8 watts. The average pi ranged from 3.3 to 5.1 and the average flow ranged from 4.6 lpm to 10.5 lpm. One occasion was observed where the power elevated to 12.5 watts and the speed drop to 8600 rpms. Also, it was noted the pump power over 10 watts on five occasions. The patient's pump exchange was exchanged on (B)(6) 2025 because of suspected thrombosis. The heartmate ii was replaced with heartmate 3. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6), could not confirm pump thrombus; however, findings consistent with extrinsic outflow graft obstruction were confirmed. Additionally, review of the submitted log files confirmed the reported power and speed changes. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported gastrointestinal perforation could not be conclusively established through this evaluation. It was reported that the system monitor recorded a low speed operation along with an increase in power. The account was concerned about pump thrombosis and was confirming lactate dehydrogenase levels and the patient¿s symptoms with the facility. It was further communicated that there was a period where the patient¿s international normalized ratio was a little low, which may have contributed to the reported event. The patient¿s pump parameters had not been changed, and the patient was asymptomatic. Diagnostic testing included cardiac catheterization and a computed tomography scan as outflow vessel stenosis and pump thrombosis was suspected. The cardiac catheterization revealed that when the speed was increased, the flow did not rise. Additionally, the patient experienced gastrointestinal perforation during detachment of the driveline during the pump exchange. The submitted log file contained events from days 93 through 94. Intermittent elevations in power were captured throughout the file. Additionally, a brief low speed advisory alarm was captured. Following this event, the pump resumed operation at the set speed without issue. No other notable events or alarms occurred, and the pump appeared to function as intended for the remainder of file. (B)(6) was returned assembled with the driveline severed approximately 7.0¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 2.0¿ from the graft hardware. Evaluation of the sealed outflow conduit revealed a crease in the outflow graft when looking through the proximal and distal lumens. Removal of the bend relief from the outflow graft revealed well-formed tissue within the crease that appeared to be present during support, consistent with extrinsic outflow graft obstruction. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Additionally, the driveline was tested for current leakage and all wires passed. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU lists adverse events, including bleeding and device thrombosis, that may be associated with the use of the heartmate ii lvas. The IFU provides an explanation of pump parameters, including pump power, flow, and speed. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU outlines alarms and how to respond to them, including low speed. The IFU also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. The IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure and verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Further, the IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This document also lists thromboembolism as a potential late postimplant complication. The IFU and the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that post pump exchange, the patient experienced gastrointestinal perforation, which occurred during driveline detachment.